Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during retroperitoneal deployment of a robotic laparoscopic partial nephrectomy, the surgeon made a complaint about weak bipolar output from the bipolar fenestrated graspers (bfg). When attempting to adjust the output settings to address the issue, an instrument error of "withdrawal failed" occurred while the bfg jaw was in a bent position. The jaw could not be straightened. Upon simultaneously withdrawing both the port and the bfg for inspection, damage was observed in the blue cable near the bfg's articulation joint, as well as in the internal wire component. This was the second procedure in which the bfg has been used. The damaged bfg was replaced with a new one and the surgery was completed normally with a delay of approximately five minutes. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, e (first name, last name, facility name, street 1, street 2, city); additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Two images were received for evaluation. One image depicted a message log on the screen with an error message stating, "arm 1: danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument.". One image depicted the base of a bipolar fenestrated grasper showing the product identification and serial number that matched what was reported. Evaluation of the logs indicated that the bipolar fenestrated grasper was connected to a sterile interface module that was attached to arm cart assembly 1. The use time was two hundred and twenty minutes with a use count of two. Due to the wristed instrument drive coupler position being out of limits, the bipolar fenestrated grasper experienced an error code for 'motor position limits' and an error message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". The instrument drive unit (idu) motors were commanded to an off state, which prevented the jaws from being straightened. Another error code for 'arm cart undocked instrument inserted' occurred immediately prior to the bipolar fenestrated grasper being removed, indicating that the port was removed along with the instrument. The logs show that bipolar energy was requested during the attachment time. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was damaged. The puck was displaced from the pocket it was seated in, on the side of the damaged pulley. Along the trail that the puck traveled, the plastic material of the pulley is missing and partly deformed. The epoxy joint of the two halves of the pulley was broken and separated. The blue energy cable was bulging, but not disengaged. There was no evidence of an electrical short. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during retroperitoneal deployment of a robotic laparoscopic partial nephrectomy, the surgeon made a complaint about weak bipolar output from the bipolar fenestrated graspers (bfg). When attempting to adjust the output settings to address the issue, an instrument error of "withdrawal failed" occurred while the bfg jaw was in a bent position. The jaw could not be straightened. Upon simultaneously withdrawing both the port and the bfg for inspection, damage was observed in the blue cable near the bfg's articulation joint, as well as in the internal wire component. This was the second procedure in which the bfg has been used. The damaged bfg was replaced with a new one and the surgery was completed normally with a delay of approximately five minutes. There was no patient injury.